Event description:
Information received indicates the head section is drifting down and the hi/low goes down slower than normal.

Manufacturer narrative:
The technician replaced the hydraulic manifold assembly to repair the bed.